Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product was not possible because lot number was not available from dr.

Event description:
A pt presented with #13 single unit mobile, implant was removed. No swelling, exudate present. Pt is reportedly fine.